Event description:
It was reported that the right ventricular (rv) lead dislodged. The lead was undersensing and therefore overpacing in the ventricle. Additionally, the lead had high thresholds. It was further reported that due to the rv lead overpacing and high thresholds, the device longevity was down to 2.5 years. The lead was explanted and replaced and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.